Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1700189 investigations did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip did not deploy during a procedure. There was no patient harm and the procedure was completed with another unit.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference file (B)(4) for investigation photos. The device was inspected with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. This was repeated with the same result for the second clip. On the third attempt, the clip was able to fire properly. The remaining clips were also able to fire properly. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Of the 7 remaining clips, only 5 of them fired properly. The device was disassembled in order to inspect the internal components. Upon disassembly, both jaws fell off of the channel. The jaw legs on both jaws were bent and the distal end of the channel was dented. An attempt other remarks: was made to reattach the jaws to the channel. The top jaw was able to reattach but not as securely as it should. The bottom jaw was unable to reattach to the channel due to being damaged. The damage to the jaw legs prevented them from staying properly attached to the channel which could prevent clips from firing properly. The damages observed to this device occurred during use since the jaws were unable to attach properly to the channel. If these damages were present at the time of assembly at the manufacturing site, the de vice would not have been able to be assembled. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clip not deployed" was not confirmed based upon the sample received since all of the remaining clips were able to fire from the device. However, a defect was confirmed with the returned device. Upon functional inspection, two of the seven remaining clips were unable to properly load into the jaws of the device. It was found that the jaw legs on both jaws were bent and the distal end of the channel was dented. An attempt was made to reattach the jaws to the channel. The top jaw was able to reattach but not as securely as it should. The bottom jaw was unable to reattach to the channel due to being damaged. The damage to the jaw legs prevented them from staying properly attached to the channel which could prevent clips from firing properly. The damages observed to this device occurred during use since the jaws were unable to attach properly to the channel. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. If these damages were present at the time of manufacturing assembly, the device would not have been able to be assembled. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the clip did not deploy during a procedure. There was no patient harm and the procedure was completed with another unit.